Event description:
It was reported that the patient's scs lead had migrated. X-ray imaging confirmed the migration. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. The patient denied experiencing any trauma that may have caused the device migration.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.